Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately calcified left circumflex artery (lcx). Pre-dilation was performed with a 2.50 x 12mm balloon catheter. A 20 x 3.50 promus elite mr was advanced and deployed at 14 atmospheres to the proximal part of the artery. After deployment, a flow-limiting dissection was observed at the distal part of lcx. Another stent was deployed to cover the dissection. The procedure was completed, and the patient remained stable.